Event description:
Device 6 of 6. Reference MFR reports: 1627487-2010-03316, 1627487-2010-3317, 1627487-2010-03318, 1627487-2010-033119. The pt rec'd her scs system consisting of an ipg, four leads (from three separate lots), and two extensions (from two separate lots) on (B)(6) 2010. It was reported that the charger was unable to charge or locate the ipg. However, the replacement charger was never used; the pt developed an infection of the ipg pocket and extension site, and the system was consequently explanted on (B)(6) 2010. A culture was taken on (B)(6) 2010 and results showed (B)(6). The pt was treated with oral antibiotics. F/u on the pt found that she is recovering well and no further issues have been reported. The explanted devices will be returned to the MFR for eval.

Manufacturer narrative:
Evaluation method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.